Event description:
The customer reported 2 mls of clenz leaked inside the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing goggles, gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a pinhole leak in the tubing at pinch valve pv37. The fse replaced the tubing to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).